Event description:
It was reported to covidien on 07/06/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer reports a pt is highly sensitive to plastics and is having a reaction to our dialysis catheter and required prescription keflex, 500 mg twice per day. The pt developed redness and pustules, which would go away once treated with keflex.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.